Event description:
It was reported that a leak was observed at the connection of a power injectable micro bore non-dehp catheter extension set with neutral luer activated device and a one-link needle free connector. This occurred during infusion. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.